Manufacturer narrative:
Manufacture date: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2019. According to the complainant, during the procedure, the physician noticed that the patient got a red mark on the leg from the warmth of the tubing of the hta laying over the patient on top of the sheet. Reportedly, there was nothing wrong with the device. The redness had gone naturally without any medication applied. The procedure was completed with the device. An additional attempt has been made to obtain follow up event details with no response from the clinician.